Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation results: when the system restarted while thousands of dicom work items are queuing, dicomasyncservice.exe timed out during the case this error occured. This was solved by installing software version (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.

Event description:
It was reported that the system did not start correctly. There was an intermittent partial shut-down with the following error message: "reviewproto4 has stopped working." Once the error occurs, it is impossible to restore the functionality even with a complete reboot. It was also reported that the power cycle would not restore the functionality. There was no study being performed so there was no patient involvement. No additional information was provided.